Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent removal surgery and hernia repair surgery in (B)(6) 2019 during which the surgeon noted multiple small hernia defects around the old mesh and the small bowel was densely adherent to the mesh with near bowel to mesh fistula. The mesh was loosened and folding over itself. It was reported that the patient experienced dense adhesions, small bowel to mesh fistula, chronic diarrhea, and chronic and intractable abdominal pain. Other procedure was captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.